Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
It was reported that on an unknown date, the devices were found in the sterile processing department with the tips bent. No further information is available. This report involves one depth gauge for 2.7mm & small screws. This is report 2 of 4 for (B)(4).